Event description:
Related manufacturer reference number: 2017865-2023-19145. It was reported that the patient presented in clinic for a follow up. Upon review it was noted that the right ventricular lead exhibited high impedance. The patient was scheduled for a revision. During the procedure the lead could not be removed from the header. The physician decided to explant and replace the implantable cardioverter defibrillator and lead. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. The device was returned for analysis. Septum material was observed inside the rv set screw hex cavity. This prevented a torque driver from engaging with the set screw normally and did not allow the set screw to be loosened properly in the field. The connection issue was consistent with having occurred during the procedure. Electrical, mechanical, and longevity analysis was normal with no anomalies found.